Manufacturer narrative:
Citation: ravaux jm, et al. Permanent pacemaker implantation following transcatheter aortic valve implantation using self-expandable, balloon-expandable, or mechanically expandable devices: a network meta-analysis. Europace. 2021 dec 7;23(12):1998-2009. Doi: 10.10 93/europace/euab209. Online publish-ahead-of-print 11 august 2021. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding permanent pacemaker implantation following transcatheter aortic valve implantation (tavi) using self-expandable, balloon-expandable, or mechanically expandable valves. All data was collected from a meta-analysis review of 31 studies published between 2017 and 2020. Overall, the study population included 40,181 patients. Patient demographic data was not reported for all studies included in the analysis. Among the 40,181 patients included in the study, 15,505 underwent tavi with a medtronic transcatheter valve (corevalve = 3,476; evolut r or pro = 12,029). No unique device identifier numbers were provided. Of the 31 studies included in the analysis, 19 reported mortality rates within 30 days of tavi. However, no further details were disclosed. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Of the medtronic transcatheter valve patients, the rates of permanent pacemaker implantation within 30 days of tavi were 22.5% (corevalve) and 28.7% (evolut r or pro), respectively. Indications for pacemaker implant may have included: unspecified atrioventricular block, bradycardia, sick sinus syndrome, or other unspecified conduction disturbances. No additional adverse patient effects or product performance issues were reported.